Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to test the rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to no button response corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had high blood glucose but did not want to troubleshoot.